Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have changed batteries twice due to batteries running low and message stating batteries not accepted. Customer states when batteries were changed the second time, she received a blank screen display. Customer states she believes batteries she used were energizer batteries. Customer states she does not have anymore batteries and will call back once she is able to insert correct batteries. Customer's blood glucose was 119 mg/dl. No further information provided.